Event description:
It was reported that the patient underwent a procedure for implant of rhbmp-2/acs in combination with interbody cages and supplemental fixation. The patient developed post-operative complications, including but not limited to worsening of pre-operative symptoms, ectopic bone growth, and a cyst near the implant site. Revision surgery was conducted to explant supplemental fixation devices and debride the cyst.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.